Manufacturer narrative:
Evaluation summary: the reported condition of failure code 570 found in the event history was confirmed by a baxter repair technician. Inspection of the device revealed depleted main batteries, which were replaced. The device was tested by the repair technician. The new style batteries harness was also installed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The device was returned for service. During service testing, the baxter technician reported an infusion pump with a failure code 570 found in the event history. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is known.